Event description:
Consumer alleges his humidifier overheated and the grill melted. No injuries or property damages were reported with this incident.

Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.